Manufacturer narrative:
Concomitant medical products: product ID a2dr01, serial# (B)(4), implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right atrial (ra) lead undersensing that was causing episodes to be marked as terminated and occasional atrial pace attempts to be made. The ra lead remains in use. No patient complications have been reported as a result of this event.